Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). As noted in tech services call, ventricular-sics may be from t-wave oversensing (twos) or premature ventricular contractions. Unable to determine true source of sic as none resulted in recorded episodes. Concomitant: 5076-52 lead implanted: 2014-(B)(6), 680r34 heart ring implanted: 2013-(B)(6), 690r32 heart ring, implanted: 2013-(B)(6). (B)(4)